Event description:
It was reported that upon insertion of the screw with stab and grab driver, the locking clip of the screw sheared off and the screw was able to advance completely through the plate and into the vertebral body. Single barrel variable drill guide, along with the 14mm drill bit on power was used to prepare the screw hole prior to screw insertion. The screw was able to be removed.

Manufacturer narrative:
Method: risk assessment; results: manufacturing records for this product were not reviewed because the hospital misplaced the screw and it was not returned. Conclusion: the stryker rep reported that the screw hole was prepared as recommended by the stg so the root cause cannot be determined without the parts.

Event description:
It was reported that upon insertion of the screw with stab and grab driver, the locking clip of the screw sheared off and the screw was able to advance completely through the plate and into the vertebral body. Single barrel variable drill guide, along with the 14mm drill bit on power was used to prepare the screw hole prior to screw insertion. The screw was able to be removed.